Event description:
Complainant alleged that during a routine shift check of the internal handles with a defibrillator, the device displayed "poor pad contact" and "cannot discharge" error messages. In addition, the device displayed a dotted line on the display screen. The complainant indicated that there was no patient involvement in the reported malfunction.